Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image displayed during service/maintenance (not in a clinical setting) involving an olympus flex deflectable videoscope. There was no patient involvement, and no harm was reported as a result of the event.